Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone13.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose greater than 400 mg/dl while wearing the pod longer than 48 hours. The adhesive completely separated from the (leg) causing the cannula to dislodge and leaking was observed.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. Inspection of the device found the exposed portion of the soft cannula to be stretched and flattened. The length of the soft cannula measured above specification at 1.2230 inches. The timing and cause of the soft cannula damage could not be determined. Though the external soft cannula was found to be stretched and flattened, fluid flowed freely through the complete fluid path. No tears or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid to leak during wear.